Event description:
A us distributor contacted zoll to report that the patient developed skin irritation from the ucor hfams patch. The patient described the area as bleeding and itchy open wound. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. The outcome of the skin irritation is unknown. Reportable: bleeding and itchy open wound, medium severity, no medical intervention, outcome unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.